Event description:
Using dexcom g6 for blood glucose monitoring. Had three sensors fail during startup, one after another. Finally got sensor to startup, but sensor failed within 48 hours. I am using sensors as directed, but getting failures consistently. Also getting false low alerts. When I check blood glucose with meter, the two readings are ridiculously different. Since I rely on my glucose meter in managing my blood sugar, these product failures could be life threatening. FDA safety report ID# (B)(4).